Event description:
Unomedical reference number (B)(4). Event occurred in the united states. . On (B)(6) 2024, the patient reported the events of infusion set fell off during use within last couple of weeks with 5- 6 infusion sets. The infusion had been used for less than a day. Therefore, the patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-02642 - device 1 of 6.